Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. After the alarm, the customer changed the cartridge, tubing and infusion site. The remainder of the bolus would be delivered. The customer's blood glucose level was not impacted. As the customer had changed the supplies, tandem technical support was unable to perform a system check to determine a possible cause of these past occlusions.